Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery when compared to the pump's expected delivery accuracy. No adverse patient effects were reported.